Event description:
International affiliate reports the leopard cage broke during transforaminal lumbar interbody fusion (tlif) surgery. The surgeon completed case with same/like product. There was no surgical delay and no report of any adverse consequences to the patient. All pieces were retrieved.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
Visual examination noted that the cage had been fractured into three (3) solid segments. A review of the device history record found no discrepancy was observed during the manufacturing process. Product was released accomplishing all quality requirements. Review of the complaint trend analysis of the product code found no emerging trend. The root cause of the cage breaking during surgery cannot positively be determined. However, as noted in the accompanying instructions for use, excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systematic trends have been observed in this complaint. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.